Event description:
Patient reported capsular contracture, baker grade IV, with hardening and deformation of the breast, severe sensitivity to touch, pain in the arm and chest, sensory disorders, numbness, silicone in the lymph nodes under the arm, extreme forgetfulness, difficulty concentrating, vision problems, pimples and rashes on the head (not device related) and chest area as well as on the arm, frequent severe migraines (not device related), weight gain, permanent tingling all over the head, herpes, feeling sick, barely able to handle stress, seeing white spots in front of the eye (not device related)". This record relates to an unknown side. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and capsular contracture, baker grade IV.